Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified during drain cycle one. This event occurred during the therapy initiated on (B)(6) 2013 at 09:27:10. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.